Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked and right plunger case was cracked. Event history log (ehl) showed motor rate error. A flow test was performed and the reported problem was duplicated. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced the motor assembly and damaged top case; all functional testing passed.

Event description:
It was reported that a pump had a motor rate error. No patient injury was reported.